Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. A proximal portion was received measuring 47.70 cm. A distal portion was received measuring 47.70 cm. Analysis revealed the proximal conductor of the lead developed a fracture due to flexing while in vivo and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Event description:
It was reported that the patient developed endocarditis/infection from an unknown source. The implantable cardioverter defibrillator (ICD) and ventricular lead were explanted and the patient received antibiotic therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 732cx implantable cardioverter defibrillator 2005 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.